Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 165 mg/dl at the time of the call. The customer stated that the device was exposed to moisture form the rain. The customer was assisted with the issue but the black display was resolved after a self test. The customer did not return the product back for analysis.